Event description:
A malfunction alarm with the code "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.